Manufacturer narrative:
Batch review performed on 15 july 2020: lot 1909432: (B)(4) items manufactured and released on 03-dec-2019. Expiration date: 2024-11-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Other device involved in the event: gmk-sphere 02.12.0311fr tibial insert fixed sphere flex size 3/13 mm r lot. 187250 (k140826) batch review performed on 15 july 2020: lot 187250: (B)(4) items manufactured and released on 10-dec-2018. Expiration date: 2023-11-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed an I&d and revised the poly 11 days after primary. The surgery was completed successfully. The surgeon also added antibiotic cement. The same patient was scheduled to come in on (B)(6) 2020, and the surgeon checked him to see if there was an infection (there was not) and saw that the cement damaged the poly. The surgeon did a poly-swap again.